Event description:
It was reported that the line was inserted on (B)(6) 2020 by one of the interventional radiologists. On (B)(6) 2020 the nurses noted that when they were flushing the PICC earlier in the day that the clear part of the line was bulging out just under the white ¿collar¿ at the distal end. It was the white lumen that was affected. Later that day when they were flushing again and reported that it bulged out and burst. Health professional stated "I don¿t know if the issue with the line bulging out had been seen prior to (B)(6) 2020, as the first I knew of a problem was when I received a call at the end of the inservice session."

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 5fr d/l groshong catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed in the white-luered extension tubing. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 'c' shaped split. Tensile weakness at the fracture site (due to material ballooning prior to burst). Granular fracture surface texture (typical of tearing failure modes). The catheter material was visibly lighter in color at the fracture site. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of redz2773 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in australia.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redz2773 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that the line was inserted on (B)(6) 2020 by one of the interventional radiologists. On (B)(6) 2020, the nurses noted that when they were flushing the PICC earlier in the day that the clear part of the line was bulging out just under the white ¿collar¿ at the distal end. It was the white lumen that was affected. Later that day when they were flushing again and reported that it bulged out and burst. Health professional stated "I don¿t know if the issue with the line bulging out had been seen prior to 2/09/20, as the first I knew of a problem was when I received a call at the end of the inservice session."